Event description:
Reporter indicated that pt experienced a 5-hour episode of status which required hospitalization and a reduction in device settings. It was reported that the pt initially experienced a dramatic decrease in seizures with the vns, but increases to device settings seemed to worsen the pt's seizure activity. The pt's generator was programmed to on approximately one week post-implant to the following settings: 0.50ma output current, 30 seconds on, 5 minutes off. Two minutes later, the programmed settings were increased to 1.0 ma output current, 4 minutes off (on time remained the same). With the next parameter increase to following parameters: 2.0ma output current; 45 seconds on; 2 minutes off, the pt experienced a day of clusters and their seizures worsened to the point of the status episode. At the last device settings (2.0ma output current), it was noted that the pt coughed constantly, was short of breath, and experienced horseness. At the time of hospitalization, the device output current was reduced to 1.25ma. Since this parameter reduction, the pt did not experience any further seizures for at least 2 days. The pt denies any traumatic brain injury and states that there were no medication changes during the time of the reported event. Attempts to obtain add'l info have been unsuccessful to date.